Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil appeared to have previously perforated fallopian tubes') and pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery (2), miscarriage (1) and abortion (1). Concurrent conditions included anemia, weight loss, pap smear abnormal, dysfunctional uterine bleeding, vaginal odor, herpes nos, vulvovaginitis, low back pain and urinary tract infection. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), depression ("psychological /psychiatric problems: depression") and anxiety ("anxiety/mental anguish"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingectomy and salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown and the pelvic pain, vaginal discharge, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Patient received treatment for events- abdominal pain, pelvic pain, vaginal discharge discrepancy noted: essure confirmation test not performed as per pfs, but previously results was captured. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross: two fimbriated fallopian tubes that measure 6.4 cm in length x 1.0 cm in average diameter and 6.0 cm in length x 1.0 cm in average diameter. Each tubular portion of tissue has a small length of coiled wire protruding from the proximal end of the fallopian tubes. Specimens revealing patent lumens in both tubes until the point of essure insertion. There are also two small sections of silver metallic wire separate from the fallopian tubes measuring 2.4 cm and 1.4 cm. Ultrasound scan - on (B)(6) 2018: echogenic foci near the uterine fundus, likely reflecting coils form essure device. Nonspecific 4 mm myometrial cyst. 1.8 cm complex cystic lesion within the left ovary, typically complex cyst in otherwise healthy patient. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received: new events - abnormal bleeding (vaginal, menorrhagia), dysmenorrhea,psychological /psychiatric problems: depression, anxiety and mental anguish were added. Reporter's information, patient demography, concomitant drugs, medical history, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal discharge and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Patient received treatment for events- abdominal pain, pelvic pain, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, vaginal discharge , psych injury were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.